Manufacturer narrative:
The reference device was not returned to service center for evaluation. The customer¿s complaint of ¿cracked/broken probe¿ cannot be confirmed. If additional information or if the device is returned at a later time, this complaint will be reassessed for reportability. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Service center was informed that during a total laparoscopic hysterectomy (tlh) and at the end of the procedure, on two devices cracked/broken probe observed. Procedure was completed using a similar device. There was no patient harm reported. Procedure was delayed by a couple minutes and there was no unusual noises or phenomena observed before the event. This is report 2 of 2.